Event description:
At initiation of hemodialysis treatment, staff reported a pin hole leak in the bloodline tubing near the arterial pt connector. Due to potential contamination the blood volume in the arterial portion of the bloodline was discarded resulting in ebl = 87 cc. A new arterial line was set up to continue treatment. No pt injury or need for medical intervention is reported. MDR is filed for 87 cc blood loss only.